Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify for battery out of limit alarm and unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to no button response. Pump was received with minor scratched display window, cracked lcd window at bottom left and right corner, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was performed. The device was returned for analysis.